Manufacturer narrative:
(B)(4). Examination of the returned instrument confirmed the complaint. The root cause is attributed to misuse and heavy usage. The date code cy0904 indicates the instrument was manufactured in september of 2004 and is over 12 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The trial liner is gouged and has deep scratches. Update 3/2/2017. Upon evaluation of the returned instrument found small pieces broken off and missing around the perimeter of the trial cup.